Event description:
Customer's ot basic meter was reading inaccurately erratic. The company was unable to contact customer to obtain more information. Per customer care representative's documentation: customer's family member stopped using meter 1 year ago when patient went into convulsions after a reading of 104 mg/dl. They stated that within 10 minutes they tested patient again and obtained a reading of 14 which was a difference of 135%. Customer was then taken to the emergency room, unknown if patient was treated. Customer did not have any troubleshooting supplies available to test the meter. They are now using a store brand meter. Sending a letter to obtain more information.